Event description:
The customer reported being hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 526 mg/dl. Prior to the event, the customer bolused several times, but did not attempt an infusion set change. When she did change the infusion set, she noticed that the one she was using had a bent cannula. No problems reported after the infusion set change. Troubleshooting was performed, and the insulin pump passed the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.